Event description:
The new device was tested by the hospital biomedical engineering staff and then deployed for use in the hospital. It was reported that the following day, the device was displaying a white screen and a service indicator following the 3 am self test. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.